Event description:
The customer reported that the ortho provue probe is dripping. No error messages were posted. Probe issues and fluid leaks may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the probe was bent. The fe replaced the probe and wash station. Replacements of the appropriate components and adjustments have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair. (B)(4).